Manufacturer narrative:
Concomitant medical products: dtma1d1 crt-d, implanted: (B)(6) 2018; 694765 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the cardiac resynchronization therapy defibrillator (crt-d) elective replacement indicator (eri) triggered and was indicated as premature battery depletion, the longevity was shorter than expected. It was also reported that the lv lead exhibited high output parameters. The crt-d was explanted and replaced. The lv lead remains in use. No patient complications have been reported as a result of this event.